Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this passive fixation lead was an attempted implant in the right atrium. P-waves were unstable and the threshold measurements were intermittent despite multiple attempts at repositioning. It was also noted that every time the patient would take a deep breath, the lead would not pace. An active fixation lead was used instead and the procedure was completed successfully. Lead testing confirmed electrical values within normal limits and no adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed and visual inspection found no abnormalities. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this passive fixation lead was an attempted implant in the right atrium. P-waves were unstable and the threshold measurements were intermittent despite multiple attempts at repositioning. It was also noted that every time the patient would take a deep breath, the lead would not pace. An active fixation lead was used instead and the procedure was completed successfully. Lead testing confirmed electrical values within normal limits and no adverse patient effects were reported. The lead was received for analysis.